Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during service there was a rubber crystallization of the insertion tube. There here were no reports of patient harm/involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d8 d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed, and additional failure was found during investigation. According to the investigation, crystallizations were found on the scope bending rubber, light guide insertion tube, and adhesive on the universal cord. However, component analysis of the foreign material could not be identified. The root cause could not be identified. According to the investigation, the user conducting reprocessing in accordance with IFU or not was unknown from the provided information. Therefore, the investigation could not identify the foreign material remaining in the device. According to the investigation, the reported issue is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.